Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was undersensing. The device has been removed and replaced. No patient complications have been reported as a result of this event. It was later reported that the device rate was raised from a lower rate sometime before the patient complained of nausea.

Event description:
It was reported that the lead was undersensing. The lead has been removed and replaced. No patient complications have been reported as a result of this event.